Event description:
The pt experienced never having therapeutic effect. Her trial was "cut short" but she had stopped running to the bathroom "entirely" during the trial. She visited her healthcare professional (hcp) last week and the stimulation was increased to 3.4 volts. The pt did not see this setting on her pt programmer at the time of the change. When she went back to the hcp the stimulation was at 2.4 volts even though she did not use her programmer at home and noted that all changes were made at the hcp. She was concerned that her device switched back to a previous setting. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B)(4)